Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which revealed a white floating particulate matter (pm) approximately 0.40 inches in length inside the fluid pathway of the sample. The reported condition was verified. Further evaluation under fluorescent lighting revealed the presence of a single light colored particle which sank. Stereomicroscopic examination determined the particle was a polymeric looking transparent ribbon with a twist and a tapered end approximately 8 mm long. A light colored transparent ribbon with a twist and a tapered end was discovered in the exactamix container. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter. This was found during dispensing before treatment. There was no patient involvement. No additional information is available.